Event description:
The patient reportedly experienced sound quality issues and pain around the implant site. A company representative met with the patient to perform device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported issues were unresolved. A decision was made to explant the patient's device. The patient's c1 device was explanted and the patient reimplanted with another advanced bionics cochlear implant.